Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician tested the helix of the right atrial (ra) lead outside the patient's body, it was noted that the helix was difficult to extend. The ra lead was not used and was not replaced. No patient consequences were reported.